Event description:
In 2010 on (B)(6), I had bilateral mastectomies with same day reconstruction due to breast cancer. By dr (B)(6) (breast surgeon) and dr (B)(6) (plastic surgeon). The problems started from the moment I woke up from that surgery. The pain was one of which I can only describe of being hit with a sledge hammer in my chest and had horrible pitching. My chest would drawl up, like a "charlie horse" and also felt like they were being slammed in a mammography. My surgeon seemed to think it was muscle spasms. At my f/u, I was told they never had anyone still be in pain like I had. My breast surgeon did not know what was wrong either. I was not able to touch, even the lightest of touches, without pain. It was numb and pitched. They used alloderm and mentor gel implant. I was only advised that risk was contracture and possibly needed switched at 10 years. I was never given any info on other product. I expected some soreness and recovery. At 4 weeks out, I had to call my surgeon and see about getting more pain medication. No, I did not abuse any of it. The surgeon office accused me of taking too many, had me count my pills, and asked me what was wrong with me? I had the correct amount. But, when I went in at my 6 weeks f/u. I had thought I had found what was going on with post mastectomy pain syndrome. I handed my surgeon the info, he glanced at it and tossed it aside and proceeded to tell me. "I don't know what more I can do for you, I've never had another pt like you." He dropped me and left me to fend me for myself. I was not a bad pt, I had only asked him, what is wrong with me? I was devastated and left feeling like I was alone an not sure who to trust to help me. I had developed open sores on my arms, shoulders and upper back at about 4-5 weeks. None of my dr's knew why. My family dr (B)(6), helped with pain mgmt and getting therapy. The pain over the years lessened but the pinching, numbness, and tingling did not. It traveled through my back, shoulders and neck. The sores came and went. I had them in 7 years when I explanted. I had in that time developed a fatty cyst under where my left nipple was. I had several MRI's to check it and keep an eye on it. I had also developed, bursitis, fibromyalgia pains, high blood pressure, high loud pitched ringing in my ears, degenerative disk disease in back and neck, blurry vision, migraines, muscle tissue breakdown, nerve tingling in my fingers and hands, also down my legs and would sometimes loose feeling in them, vertigo, burning at the base of my head, and scalp itching like it was from under the skin, and more 30-40 symptoms when I finally found a group that explained bii. My surgeon that explanted treated me like it was all in my head. My first plastic surgeon never did his job. He did not record my implants. The ss# was only inside of me on my implants. When we had asked his office for records it was a short paragraph or placement. I was supposed to be part of the 10 year study apparently, I was never told. The alloderm was breaking down from the MRI's I believe as well, by the time I explanted it felt like shards of glass in my body. I found a study reporting that same day implants are associated with more complications. Also, that MRI's are not good on alloderm and can cause break down. I tried to call mentor but since I was never put in their system, they couldn't help me without the ss#. I did have capsular contractures. The surgeon that explanted was supposed to return the implants to me but he threw them away. He said, "they looked new, so I didn't see why to keep them." I was very sick at 7 year mark. I could not daily function. Could not do my job, ended up having to quit my job. I was in bed all day and felt as though I was dying. The ringing in my ears was so loud I hear it above the tv. No matter what test my family dr, or specialist did, nothing ever came back. Injury is not ok ever. I was in perfect health before this happened. I am left with hb, muscle and nerve damage, degenerative disk disease. FDA safety report ID# (B)(6).